Manufacturer narrative:
Manufacturing site evaluation: none. As no batch number is available, the batch manufacturing record cannot be reviewed. Without closed samples and/or defective samples a proper analysis cannot be performed. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during suturing. Surgeon was required to re-close the wound.